Event description:
It was reported to philips that system was not starting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer contacted philips and reported that the system had not loaded the software. A philips field service engineer (fse) went onsite and confirmed the reported problem. Troubleshooting found that the power supply section of the visub cabinet was faulty and required to be replaced but the replacement was not done due to the (end of support) of the system. Philips has not received any additional information on the system status. Therefore, the clinical usage of the device at the time of the event was unknown, the quotation was cancelled, and no more service was provided. The codes were updated based on the investigation outcome.